Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified procedure the catheter shaft was found broken. The 3.5/10 flextome monorail cutting balloon was found broken in the envelope during unpacking outside of the patient. As there was no patient involvement no patient complications occurred.